Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had a smoke smell.patient was involved but there was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is medstar washington hospital center a supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that investigated pump and found no sign of any burning on any of the boards. As a precaution the power management board was replaced. During system check out the unit failed the all manifolds test. The fse reported the pressure was not building up properly. After further investigation it was found that the drive manifold was beginning to fail. The part was replaced along with both pressure and vacuum tube as the tubes were beginning to get dry and worn out. The fse verified unit calibrated and passed all functional and safety tests per factory specifications, returned to customer. The failure analysis and testing dept. Received part with a reported unit failure of a smoke smell during use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No smoke smell could be replicated. Failure is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a